Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank during use and was not viewable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs replaced to address the issue. During evaluation, a "service required" alarm condition occurred related to a failure of its internal battery was observed and the device failed to cycle properly. The device's internal battery and active exhalation control module needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously submitted a report related to failures observed with the internal battery, active exhalation control module and display screen. Additional evaluation was completed and the device failed a step during testing. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's product investigation laboratory for further testing. The manufacturer found the pressure sensor (mt6) to be faulty.